Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to user error, improper/wrong handling and application of excessive mechanical force. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the telescope "oes elite", to olympus repair center for evaluation of a reported "poor field of view " issue . During the evaluation a loose click pin defect was found. No patient injury or harm has been reported. This report is being submitted to capture the click pin defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Device evaluation found internal lens damage (poor vision). The reported customer issue of "poor field of view" was confirmed. In addition, the device evaluation found loosening of the click pin. Furthermore, the following additional issues were identified during inspection: internal lens damage, outer tube bending, and dirt on the light guide end face. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.